Manufacturer narrative:
(B)(4). This report of a system error 2240 was not confirmed as a sample or batch details were not available. Based on the information obtained during baxter's investigation, not enough data is available within the report to identify root cause. A labeling review was conducted and the labeling was found adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A customer contacted baxter global technical services regarding a system error (se) 2240 alarm and se 2367 alarm on the homechoice unit during dwell 2 of 4. The technical service representative (tsr) instructed the home patient (hp) to recycle the power to clear the alarms. The hp stated the spike may not have been fully pushed into the supply bag. The tsr further explained the alarms and advised the hp to discard supplies and start over with new supplies. The hp confirmed to call back with any further problems or questions. No additional information is available at this time.